Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported a footswitch issue during the setup for a cataract with intraocular lens surgery. The system was exchanged to initiate and complete the scheduled surgical procedures. There was no patient involvement.